Event description:
It was reported that an infant was being transferred from an interventional radiology table to a radiant warmer when a tram multi-parameter module came loose from its associated transport pro monitor and fell onto the pt. An attending nurse was holding the transport pro that was monitoring the pt during the transfer. The tram landed on the infant's arm and chest resulting in bruising. There were no reports of serious injury as a result of this event. An initial eval of the device determined that a loose screw may have resulted in the tram becoming disconnected from the transport pro device ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.